Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The caller's pump was out of warranty, and they reverted to an alternate method of insulin therapy.